Manufacturer narrative:
(B)(4). The customer supplied one hemodialysis catheter for evaluation. The device contained signs of use in the form of an unknown material located within the extension lines and on the luer hubs. Visual examination revealed a small crack in the venous luer hub. The luer hubs showed significant signs of use, and the crack was consistent with repeated over tightening of connectors. The IFU provided with this kit cautions the user , "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of the luer hub being damaged during use was confirmed through complaint investigation. The returned extension line contained one crack in the venous arterial luer hub. The luer hubs showed significant signs of use, and the crack was consistent with repeated over tightening of connectors. A device history record could not be performed as no batch number was provided and a potential batch number could not be determined from a sales history review for this customer. Based on the condition of the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.

Event description:
The customer reports a cracked blue hub. Hub replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a cracked blue hub. Hub replaced.